Manufacturer narrative:
(B)(4). Added additional information: the device was received with the electrode detached from instrument and returned. In addition the upper jaw was found damaged. Visual inspection under magnification was performed of the jaw area and evidence of the electrode on the active rod was noted. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The active rod touched the jaws when they are closed, the active rod to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap sigmoidectomy, the electrode peeled away. The ceramic was not damaged. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. After the operation, the electrode came off from the device.